Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced dry tongue, dry mouth, and loss of consciousness. According to the patient he collapsed in the garage and when his wife found him, the cgm was reading 4.3 mmol/l and the blood glucose reading was 0.7 mmol/l. The patient was given a glucose gel by his wife and the ambulance was called. When the ambulance arrived, the patient was injected glucose (most likely the patient meant glucagon) and was given unspecified intravenous fluids. The patient was brought to the hospital for check-up and was discharged on the same day. At the time of the report the patient was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.